Manufacturer narrative:
Trackwise ID (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure the vasoview hemopro 2 tip was defective. The insulation tip protector of the device was broken exposing the metal. It was replaced with a new device when the problem was discovered. No harm to the patient as there was no patient involvement.

Event description:
Complaint being cancelled as it is a duplicate to complaint record (B)(4), mfg report number 2242352-2022-00693.

Manufacturer narrative:
Complaint being cancelled as it is a duplicate to complaint record tw# 666504, mfg report number 2242352-2022-00693.